Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis was not recognizing waste for a controlled substance vial. A technical support specialist (tss) instructed the user that user would still be prompted to enter dispense amounts during remove transactions on a profile device when the order contained a variable dose. The order information for order 5u showed the minimum set as give amount min 1, which caused the prompt for the dispense amount during removal. Tss provided the es user guide, which included details about removing variable dose orders. The customer acknowledged that the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer to troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es when a dose was ordered that was less than the full amount of a lorazepam 2 mg/ml vial, pyxis did not instruct the nurse to remove one vial and track the waste of the unused portion. Instead, it asked the nurse how many vials were needed and did not prompt for any waste. The customer confirmed that a total volume had been entered for the vial in the pharmacy formulary, and the suggested dosages were being pulled from our drug file. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.